Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified opening sharp in the radius side and observed stress marks around the opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on radius side assessed as an unidentified (tear) opening and non-penetrating nick (stress marks).

Event description:
Device has been explanted.